Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for gram-positive bacteria (18 cfu/endoscope). The testing result was alert level in the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]: -instrument channel: escherichia coli (5 cfu), -suction channel: escherichia coli (27 cfu), -air/water channel: unspecified microbes (3 cfu/endoscope), -auxiliary water channel: unspecified microbes (3 cfu/endoscope). [Second time; (B)(6) 2019]: -instrument channel: escherichia coli (35 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.